Event description:
It was reported that the homechoice cassette became disconnected from the bag which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. The patient was instructed to perform manual therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.